Event description:
It was reported that the patient is scheduled for a revision surgery on (B)(6) 2020 due to his artificial urinary sphincter (aus) is not working. The specific device issue was not provided. No more information is available at the moment as the surgery has not taken place yet.